Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential inhibition was noted. Review of the egm revealed noise. Possible myopotential oversensing was suggested. Programming changes were made. The patient will be monitored with a routine follow-up.